Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p51-77 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k number k170317.

Event description:
The customer reported false positive alinity I total b-hcg result generated on a 30-year-old female patient when processed on the alinity I processing module. The following information was provided for sid (B)(6). (B)(6) 2026: initial result = 18.34 miu/ml, peg-treated sample and snibe platform results were negative. (B)(6) 2026; = 16.49 miu/ml, last menstrual period was reported as (B)(6) 2026 and patient was hospitalized for anemia and an incarcerated intrauterine device (iud). (B)(6) 2026; = 13.10 miu/ml & received traditional chinese medicine-supported abortion and oral mifepristone. (B)(6) 2026; = 13.42 miu/ml. (B)(6) 2026: = 11.60 miu/ml. (B)(6) 2026- = 15.75 miu/ml & prescribed mifepristone, taken orally for three days. (B)(6) 2026: = 14.27 miu/ml & prescribed mifepristone, taken orally for three days. (B)(6) 2026: = 18.65 miu/ml. (B)(6) 2026: = 17.46 miu/ml & prescribed mifepristone, taken orally for three days. (B)(6) 2026: = 21.06 miu/ml. (B)(6) 2026: = 18.73 miu/ml, patient reported amenorrhea for two months and intermittent bleeding for more than one month & hospitalized again for an incarcerated iud. (B)(6) 2026: = 13.66 miu/ml, received 64 mg intramuscular methotrexate for presumed embryo termination. (B)(6) 2026: = 17.34 miu/ml. (B)(6) 2026: patient underwent hysteroscopic removal of the incarcerated iud and diagnostic dilation and curettage (d&c). The alinity I total b-hcg package insert reference ranges are: </= 5.00 miu/ml reported as negative, > 5.00 and < 25.00 miu/ml reported with concentrations only (grayzone), >/= 25.00 miu/ml reported as positive. The hysteroscopic removal of the incarcerated iud and diagnostic d&c delayed because of the falsely elevated b-hcg results. No further impact to patient management was reported.